Event description:
It was reported that a spectrum iq pump did not give any alarm for downstream occlusion and the flow rate was not accurate. The parameters set it to 150 ml it only infused 70ml occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: (B)(6) 2022. H10: the device was received for evaluation. During functional testing, the flow rate was found to be within specification and the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.